Manufacturer narrative:
Resolution confirmed on at time of call to medtronic technical services for assistance. A medtronic representative notified the site of issue, and made recommendations that future scans be to protocol. On 10/06/2016 software investigation completed. Findings are that the detail scan was not to protocol, it was missing significant portions of anatomy. Software is functioning as designed. No further issues have been reported.

Event description:
A medtronic representative received a report from a site surgeon, alleging their navigation system and axiem stylet were inaccurate 1-2 millimeters. Reported was that scan was missing more than 50% of anatomy distally. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
The instructions for use (IFU) which accompanies this device contains guidance and instructions regarding proper imaging protocols.